Manufacturer narrative:
The implicated disposable set was discarded by the user facility and was therefore not returned to belmont for investigation, nor were any photos provided for review. The library/retain sample for the associated lot was inspected and no defects were observed. The manufacturing records for this lot number were reviewed and there were no anomalies identified. It was reported that the disposable set was replaced and the procedure continued. No patient harm was reported. We will continue to monitor and trend similar reports of this nature.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "a leak in the heat exchanger in the distal end few minutes after the beginning of the chemotherapy. They changed the kit and continued with procedure. The set was discarded of."